Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The lens was explanted in a secondary procedure approximately four months of initial implantation. The clinical reason for the explant was blurred vision 20/70 distance j16 near. Additional information has been requested.